Event description:
Son was taking mother's blood pressure and it recorded 209/99. He repeated the process several times with the same results. Since the mother has a heart condition he called the paramedics. The paramedics attempted a reading and it was normal on their unit. The paramedics used the bpa-250wgn and also received a high reading.

Manufacturer narrative:
On october 26, 2006 and november 2, 2006 we attempted to contact the consumer. Not available. To date, the consumer has not returned our calls for further tsting and evaluation of the product.